Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the medtronic representative tested each suretrak frame at their given distance to divot limits. Each frame performed and verified within their given limits. The verification warning occurred when the frames were placed beyond their max distance to divot lengths. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when demoing how to suretrak on non-navigated instrument, on the second step, an error message occurred stating the distance to divot was too far. Other suretraks were tried and they had the same issue. The instrument length was 10 inches. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the site was using an incorrect tracker/instrument pairing. Switching to a large tracker resolved the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.